Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable and the right ventricular developed a fracture due to flexing while in vivo. The analyst noted fracture in-vivo was confirmed using destructive analysis. Concomitant medical products: 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.